Event description:
It was reported that after an initial bunion surgery on (B)(6) 2019, a plate and two screws broke. The broken plate and screws were removed in a revision surgery on (B)(6) 2022 and revised with tmc hardware. There was no other report of any patient impact or injury as a result of this event.

Manufacturer narrative:
B5: it was reported that after an initial bunion surgery on (B)(6) 2019, a plate and two screws broke. The broken plate and screws were removed in a revision surgery on (B)(6) 2022 and revised with tmc hardware. There was no other report of any patient impact or injury as a result of this event. D4: lot #: 19060023302. D4: expiration date: 06/25/2022. D6a.: implant date: (B)(6) 2019. G3: date received by manufacturer: 01/25/2023 h4: device manufacturer date: 06/25/2019. H10: it was reported that after an initial bunion surgery on (B)(6) 2019, a plate and two screws broke. The broken plate and screws were removed in a revision surgery on (B)(6) 2022 and revised with tmc hardware. Of the initial bunion surgery hardware, only one plate and four screws were removed and replaced with new tmc hardware. Additional information indicates the tips of both broken screws were retained in the patient's bone. The hardware was not returned to the manufacturer for evaluation. The device history records for all possible lots utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. A number of factors could have contributed to breakage of the plate and screws, and although the most likely cause cannot be determined based on the available information, the devices were likely subjected to excessive bending stresses which resulted their breakage. The company will supplement the MDR as necessary and appropriate.

Manufacturer narrative:
It was reported that after an initial bunion surgery, one plate and two screws were removed in a revision surgery on (B)(6) 2022 due to being broken. Of the initial hardware, only one plate and four screws were removed and replaced with new tmc hardware. Additional information indicates the tips of both broken screws were retained in the patient's bone. The hardware was not returned to the manufacturer for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible sk12's and screws utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to breakage of the plate and screws, and although the most likely cause cannot be determined based on the available information, the devices were likely subjected to excessive bending stresses which resulted their breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, a plate and two screws broke. The broken plate and screws were removed in a revision surgery on (B)(6) 2022 and revised with tmc hardware. There was no other report of any patient impact or injury as a result of this event.